Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found primary audible alarm. Functional testing did not duplicate the reported issue. No repair was performed as the device passed all the functional test.

Event description:
It was reported that the pump showed primary audible alarm. The issue occurred upon power up. There was no patient involvement.